Event description:
(B)(4). I became ill almost as soon as I had the essure placed. Symptoms include very heavy menstrual flow (2+ weeks) (before I had essure, it lasted only a few days), chronic daily pelvic pain, chronic daily chest pain, hair loss, loss of libido, anxiety, and skin rash.